Manufacturer narrative:
The sample in question was not returned by the customer for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch that was reportedly leaking remicade at or from the filter. Although there was patient involvement, there was no patient harm. This record reflects the third of three reports.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.